Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed.

Event description:
It was reported that syringe plastipak 20ml s/su plunger was difficult to move. The following information was provided by the initial reporter: customer reports: "the last 20 mls I bought are extremely hard".

Manufacturer narrative:
Date of event: unknown. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that syringe plastipak 20ml s/su plunger was difficult to move. The following information was provided by the initial reporter: customer reports, "the last 20 mls I bought are extremely hard."